Event description:
It was reported that the rotapro and rotawire entrapment occurred. A rotapro 1.75mm and a rotawire were selected for atherectomy treatment to the left anterior descending artery. The rotapro was advanced using dynaglide mode when the rotation stopped at the inlet of the catheter. The rotapro was stuck on the rotawire and could not be advanced or withdrawn. Eventually the devices were able to be removed via dynaglide mode. A balloon was then used to dilate the lesion and a stent was placed to complete the procedure. It was later observed that the rotapro shaft was bent due to navigating through the blood vessels and the rotawire was in a stacked state. No patient complications were reported.